Event description:
Device issue: none. Adverse event: dissection requiring treatment. Onset of adverse event: during the procedure. It was reported via trial that on (B) (6) 2009, the patient underwent stenting of the predilated mid left anterior descending artery with one xience v stent and the predilated 1st diagonal artery with two xience v stents. During the procedure, a dissection occurred at the distal edge of the stent implanted in the 1st diagonal artery which required treatment with a second xience v stent. There was no adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
(B) (4): in this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.